Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in the clinic for routine follow up, erosion of pocket was observed and the leads were visible through the skin. The physician explanted the whole system. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient had infection. No further information available at this time.